Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(hardware low level failures), pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer was able to clear the error and complete rewind process, however, self test was not passed. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thus. No pump error 53 or pump error 63 alarm occurred during testing. A review of the pump history file shows on (B)(6) 2024 at 04:32 there was a pump error 53 (line number 3540 file number 26) alarm due to a sw defect (similar to 3.18e file num=26, line num =3508). Race condition when a higher priority fault is auto cleared before it is requested by ui task (esf (B)(4). Additionally, on (B)(6) 2024 at 13:03 there was a pump error 63 (linenumber 367 filenumber 37 variableinfo 3) alarm generated. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The j1 connector on pcba 1 was found to be locked properly during the visual inspection. Removed the keypad overlay and button dome switch layer for a visual inspection of the keypad assembly and found a broken trace at pin 6 (sda) of u1 which caused the pump error 63 alarm. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery compartment at the corner of the belt clip rails, cracked battery compartment, and pillowing keypad overlay. The pump error 53 alarm complaint is confirmed due to a software error. The pump error 63 alarm complaint is confirmed due to a broken trace on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.